Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that the balloon of the intraclude device cracked. It is unknown when the issue occurred.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
Edwards received notification that balloon of a vascular clamp device cracked during use. As reported, the patient presented a very calcified aorta. The patient was noted as to be well.

Manufacturer narrative:
Customer report of balloon rupture was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, the intraclude balloon was found ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.

Event description:
Edwards received notification that balloon of the clamp device cracked during use. Indication for surgery was mis of the mitral valve. The patient presented a very calcified aorta. As noted, it was a spontaneous rupture. The procedure was finished in cold ventricular fibrillation. The patient was noted to be well. The surgeon and the medical team are very experienced with the use of the device (approximately 400 cases so far). Normal procedure includes: initial balloon volume 20ml, then adding additional volume until device does not move. Target balloon pressure 350 mmhg. If some repositioning of the balloon is needed, it usually happens early on in the procedure and after cardioplegia delivery. At the time of this case, patient's CT scan was not done regularly in all patients (contraindication in case of plaques, calcification) and they were not strict with limiting patients to 40mm aorta size so it could be a bit bigger.